Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2 reference MFR. Reports:1627487-2015-03344 the patient has 2 model 3166 occipital leads (off-label). Since it is unknown which occipital lead is related to the issue, both are being reported. It was reported the patient experiences uncomfortable stimulation in her neck on the right occipital side (date of event is unknown). An sjm representative was unable to resolve the issue with reprogramming. As a result, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified that x-rays revealed no anomalies. Surgical intervention remains pending.